Manufacturer narrative:
Hill-rom technician found that the head section had a slow drift. He replaced the head down valve and the bed functioned properly.

Event description:
Info received indicated the head section was drifting down.